Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that the pump emitted a no delivery, pump is suspended message whenever an attempt to fill the cannula. During troubleshooting with customer technical support, the patient reported that while resuming the pump, a suspend message was received but the pump was not suspended. The patient refused to complete additional troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a review of the pump's black box showed no pump suspends. The pump successfully completed a rewind, load, and prime sequence and fill cannula without the pump suspending. The pump was exercised for 12 hours with no suspends. The complaint of a suspend issue was not duplicated during investigation.